Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
The device is pending explant after receiving a battery performance alert. The alert notifies the user the device may be subject to premature battery depletion due to a li cluster induced short circuit. This malfunction is likely to cause or contribute to a serious injury since premature battery depletion may result in the device being unable to deliver therapy without notice, and is therefore an MDR reportable complaint.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
New information received notes the device was explanted and replaced. The patient presented for a follow up in clinic following the explant and was in stable condition.